Event description:
It was reported that during flushing, a chronic catheter was allegedly leaking externally at the clamps site prior to patient use. There was no patient contact.

Event description:
It was reported that during flushing, a chronic catheter was allegedly leaking externally at the clamps site prior to patient use. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a review of the DHR for product 0600650 (hickman 12.5 fr tl & pik) lot hucv0524 was performed. This lot was inspected per applicable finished production/ inspection procedures and it passed all inspections. Investigation summary: the sample returned for evaluation was one 12.5 fr triple-lumen hickman catheter. Visual, tactile, microscopic, and functional evaluations were performed of the physical sample. All three lumens were infused, aspirated, and infused against resistance; no leaks were observed. No defects or deformities related to the manufacturing process were found during the investigation of this sample. This investigation is unconfirmed for external leak/break/split without embolism, as the device functioned properly under laboratory conditions and the reported event could not be reproduced. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. (Baw0713603, rev. 0)